Manufacturer narrative:
Failure analysis noted the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the pump noted. Analysis was unable to verify unexpected battery error and excessive no delivery alarm due to button error alarm. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 200 mg/dl. She stated the insulin pump was may have been exposed to moisture at the pool and hiking. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.